Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump was hot to touch while outside. The customer moved the pump into a cooler environment. There were no alerts or alarms on the date of the event related to temperature. The customer could not recall if the blood glucose was impacted. As the event had occurred in the past, tandem technical support was unable to troubleshoot.